Manufacturer narrative:
Correction: this medwatch was identified as a duplicate to medwatch # 9617601-2025-01847. Please reference medwatch # 9617601-2025-01847 for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 9 months following the implant of this transcatheter bioprosthetic valve, follow up echo cardiogram revealed moderate central aortic regurgitation (ar) and mild paravalvular leak (pvl). Calcification was also observed under the left coronary cusp (lcc) and non-coronary cusp (ncc) in the left ventricular outflow tract (lvot) and in the proximal left coronary artery and right coronary artery. Also, mitral annular calcification was observed. The patient was reported to be more breathless than recently and the patient's diuretic medication dosage was increased. The patient will be reassessed at a later time and possible treatment if the patient fails to improve.